Event description:
It was stated that there is an overpressure alarm. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a cracked downstream occlusion seal. The reported problem was confirmed in the event history log. Functional testing was able to be duplicated. It was determined that the missing downstream occlusion calibration was the root cause. The downstream occlusion was replaced, and the downstream occlusion sensor was calibrated. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.